Event description:
The customer reported being hospitalized for high blood glucose over 600mg/dl and a large amount of ketones. Troubleshooting was declined. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.